Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va15r9f, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a healthcare provider via a manufacturers' representative regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient had their implantable neurostimulator (ins), leads, and extensions explanted due to infection. The system was explanted on (B)(6) 2016 after being implanted on (B)(6) 2016. The cause of the infection was undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.